Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the patient experienced ventricular tachycardia and the was externally cardioverted. An insulation break was seen on the lead. The physician suspected that they cut the lead. The lead was not used and a new lead was implanted. The patient was stable.